Event description:
The MFR's rep reported, that the pt had an infection of her interstim device and that the device would be explanted. The device was returned to the MFR with paperwork confirming the infection. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.